Event description:
Pump declared a malfunction alarm during the load process. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.